Event description:
Boston scientific received information that the left and right ventricular leads of this device were unintentionally reversed at the implant of this cardiac resynchronization therapy pacemaker (crt-p). No remedial action has been taken and the leads remain in service still reversed in the device header. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.